Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open pulse wire in the trunk cable. The cause of the test failure and check te pad messages was the open wire. The root cause of the open pulse wire is excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned electrode belt (B)(4) and reported that a patient was experiencing "check therapy pad messages".